Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that cables were broken at the distal clevis hub and snakewrist interface. The grips exhibited no damage. Failure analysis investigation also found various scratch marks approximately .234 - .189 in length and were not axially aligned with the tube. Insulation material was lifted but still attached to the main tube. No material was missing. No other damage was found. The damage to the instrument found during failure analysis investigation does not constitute a reportable event; however, the broken cables could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken wire was observed on the thoracic grasper instrument. The instrument was not used on a patient. No patient harm, adverse outcome or injury was reported.